Manufacturer narrative:
Corrected data: in the MDR supplemental report #1, the method code for the manufacturing record review was inadvertently not included in the report. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Alternative report identification number: (B)(4). Additional info: in the initial MDR report, the product model (formula) for the complaint was identified as 9424x; however, the actual product manufactured and evaluated is model (formula) 8772x. The model (formula) number of the initial MDR does not change; however, an explanation was determined to be necessary. Device evaluation: retained product testing was performed under kit lot number zp02952 and under model (formula) 9424x. The retained product was visually inspected and met specifications of appearance, component integrity, and product leakage. Manufacturing record review: a review of the manufacturing records for the kit lot number zp02952 was performed. No observations were found during the manufacturing record review. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). Alternative report identification number: (B)(4). Device evaluation: the product was returned for investigation. The product was visually inspection and did not meet appearance specification because the product identification information was identified with a foreign (over labeled) sticker. The sticker was removed and the product was embossed with a different lot and expiration date. The manufactured product identification information with lot number and expiration date were directly printed on label and carton, and was never printed on a sticker. The amo distributor was shown on the sticker, and it is likely that the sticker was put on the product by the distributor and not aligned with the manufactured dating as required. Retain product testing: the retain products were visually inspection and all results for the product were within specifications. Manufacturing record review: a review of the manufacturing records was performed. The production process records were found to be acceptable, no same/similar non-conforming materials were found during packaging in-process inspection and quality assurance release inspection. There were no non-conformances related to this complaint. In conclusion, reported lots were deemed acceptable for release. Complaint data was reviewed and no other complaints for this lot were found. There were no same/similar complaints found through historical complaints review. Labeling review: a review of the directions for use (dfu) were performed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. It was however identified that the reported returned complaint product was likely over labeled by the amo distributor. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that complete easy rub (cer) supplied to the (B)(6) market had incorrect manufacturing and expiration dating on the product. Complaint product displayed a manufacturing date of 11/2015 and expiry of 11/2018 while per product manufacturing records, the last batch supplied to (B)(4) was in 2014, with an expiry date in 2017. The complaint reporter (wholesale customer) returned product, lot# zp02988, which was not the lot that was initially reported (zp02410). As two (2) product lots have been identified, an MDR for each lot will be provided. Three kits of lot zp02988 were received. This report represents lot zp02988, kit two of three.